Manufacturer narrative:
The patient's gender, dob or age at time of event, and weight are unknown. Attempts to obtain this information has not been successful. During retraction, the angiosculpt device got stuck on the lesion. Additional intervention was required to removed from the patient, resulting in a prolonged procedure. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. The lot number was not provided by the facility, thus the following information are unknown: unique ID, model #, catalog #, expiration date, and manufacture date the angiosculpt device was discarded, thus no product investigation was performed. Based on the physician's comments, it is likely morphology caused or contributed to the angiosculpt getting stuck in the lesion.

Event description:
The angiosculpt device was used in a heavily calcified lesion. During removal, the device got stuck in the patient. The balloon was inflated/deflated multiple times at both high and low pressure, but the device remained stuck. The physician then attempted to buddy wire the device and inflate another balloon adjacent to the device to dislodge, with no success. Finally after a hard pull, the device was able to be removed. Upon removal, the distal portion was mangled and the shaft was damaged, but intact. The physician attributed the difficulty with removal due to poor lesion selection and believed that an atherectomy tool prior to a scoring device should have been used. The patient is doing well.

Manufacturer narrative:
Based on a photo received, it was confirmed the core wire separated, but was contained within the device shaft. No piece of the angiosculpt device was retained in the patient.